Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The device's malfunction was intervened. The necessary checks and tests of the device were performed and the tests were successful. The device was observed for 24 hours and operated by connecting to the test trainer. It was observed that the device did not give a high temperature warning. The device was delivered to the user in working condition for use.

Manufacturer narrative:
Due to character restrictions, event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction. There was no patient harm or injury reported.